Manufacturer narrative:
Concomitant medical products: product ID: 8781, partially explanted: product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding patient in (B)(6) who received morphine 5 mg/ml at a dose of 1.9 mg/day. The patient's concomitant medications were not obtainable. The patient's medical history was reported as none. Post-operatively on an unknown date, the patient had more pain. While refilling the pump they could aspirate more morphine out of the pump compared with the n'vision (>15%). They checked at the spinal segment and the cerebrospinal fluid (csf) was ok. There was report of connector as broken and they could not aspirate csf out of the side port; kinked catheter. As a result, surgical intervention occurred for a partial explant of the catheter. A revision kit was use for the connector and partial pump segment because of the kinking. There was no report of any environmental, external, or patient factors that might have led or contributed to the event. The implant and explant dates were not known and the serial number of the explanted catheter could not be obtained. At the time of the report the issue was resolved and the patient's status was alive-no injury.

Manufacturer narrative:
Analysis identified damage to the transition tube of the catheter body. Analysis identified a kink in the catheter body. Analysis identified that the collet of the pin connector of the catheter was not fully locked in place. Eval code-result updated / eval code-conclusion updated.

Event description:
It was noted that the partial explant/revision occurred on (B)(6) 2016. A manufacturer¿s representative stated that the internal metal ring was coming out of the pump connector from the ascenda catheter while replacing the pump. The exact volumes of the volume discrepancy were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.